Event description:
Customer called lf service to report the injector ceiling suspension had failed. No injuries from the event.

Manufacturer narrative:
Manufacturing investigation pending return of suspension system. After suspension received and investigation performed, a medwatch 3500a supplemental report will be submitted.